Event description:
It was reported that a pump declared an altitude alarm 21 due to obstruction of the speaker holes on its back. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer suspended insulin due to the alarm but resumed insulin therapy after following instructions to remove the obstruction and clean the speaker holes. They were advised to reconnect the cartridge, wait five minutes, and keep monitoring the issue, with the understanding to contact technical support if it persisted. The case was subsequently closed.